Manufacturer narrative:
(B)(4).

Event description:
The customer received multiple results that were accompanied by data flags. The specific number of samples involved was unclear. Two patient samples that were tested for a panel of assays had flags on most of the results. One of these samples had an ethanol result of < 0 mg/dl that was flagged, but it was auto verified and was reported outside the laboratory. When the sample was repeated, the result was 200 mg/dl. The customer sent a corrected report within 30 minutes. The patient was not treated or adversely affected. The reagent lot number was 159359. The expiration date was requested but was not provided. The customer said the previous shift had a calibrator/qc rack stuck that they had resolved. She was not sure if it was related to this issue. The field service representative found there was a misadjusted squeegee and rinse nozzle tip which he adjusted. There were also misadjusted dispense volumes for the cuvette rinse water which he adjusted. The customer ran qc and the results met guidelines. Upon follow up with the customer, they stated there have been no further issues since the service visit.